Event description:
Facility reported to fmcc staff that they have been noticing pooling of blood around the dialyzer (gambro revaclear 400) and bloodline connection. This was seen intermittently and sometimes the blood is in the threading and sometimes it is found to leak slightly out through the connection. The blood loss amount is unknown. No patient ill effects reported to the patient.

Manufacturer narrative:
The actual device was received for evaluation, visually inspected, dimensionally evaluated then functionally tested for leaks. There were no nonconformances noted and the product was found to be within specification. No leaks were detected during functional testing. A manufacturing review of the product revealed no nonconformances that may have contributed to the reported event.